Event description:
After balloon had been in place several days it was determined that the balloon had a leak. Pt was taken to or for CABG and balloon was explanted.======================manufacturer response for intra aortic balloon cath, iabp 34 cc catheter (per site reporter).======================replaced.